Manufacturer narrative:
Investigation results completed on ambulatory infusion pumps/cadd legacy 1 pumps ? 6400. The complaint of blank screen was confirmed during testing. No evidence in the event log on complaint. Preventative action was taken to replace the lcd. Device went on a passed all functional testing. No fault could be established.

Event description:
Investigation results completed on ambulatory infusion pumps/cadd legacy 1 pumps ? 6400.

Event description:
Information was received indicating that during a cassette change to a smiths medical cadd-legacy 6400 pump the screen was found blank with inability to push the buttons and no alarm. It was reported that the batteries were changed out and only 0.1ml was removed from the cassette, leaving the cassette quite full after running the day before. The patient states that she then switched to her back up pump. Subsequently, the patient is now having complaints of heart palpitations, a headache, and is lethargic. It was reported that the medication being infused was considered life-sustaining. There were no further reported adverse effects.